Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to return for investigation because the eversense xl cgm system is still being used the user. Based on the additional information provided by the user, the user received hypo (low glucose) alert one (1) minute after the fingerstick measurement was taken. It was verified in dms (data management system) that the system did alert the user of the hypo event at 3:40 pm cet and 4 pm cet. The most likely root cause of the delay in asserting alerts is due to the "lag" that exists between blood glucose and sensor glucose which is inherent nature of any continuous glucose monitoring (cgm) system. Per the analysis, there was no malfunction of the system and no further investigation was required.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and complained of not receiving low glucose alerts or transmitter vibration. The sensor glucose (sg) reading was 120 mg/dl where as the blood glucose was 55 mg/dl. Patient did not require any medical attention or intervention and was able to resolve herself.